Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint is could not be confirmed and a root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were identified.

Event description:
The account alleges that the patient was admitted to the hospital for pta (thrombectomy) surgery, which was expected to take 1 hour. When the merit impress angiographic catheter was used during the surgery, the tip of the catheter broke in the patient's blood vessel, causing the original 1 hour the achievable surgery was extended by 1.5 hours due to the removal of the broken tip and the addition of vascular exploration. Medical staff provided wound dressing to stop bleeding, drug treatment, blood and urine tests, etc. After the operation, and continued observation. The patient's condition was stable and no complications occurred.